Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high and rising thresholds. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on atrial tachycardia/ atrial fibrillation detections. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.